Event description:
Phone calls with customer: 1. Phone call #1: customer states she is calling about a walker she has, she fell over backwards in the walker. She was incompacitated the whole weekend, couldn't contact anyone. Her doctor sent her to the hospital for a cat scan. She was getting ready for the day, she got dressed, and sat down in front of a mirror in the walker to put on make-up and she flipped over backwards in the walker and hit her head on the corner of a wall in the bathroom and a screw that keeps a wheel on the back on had come off. On monday she called her doctor and went to hospital for cat scan and she has a big gash on the back of her neck from the fall. Said it hurts real bad. Csr asked if she could provide medical records from the visit. She stated for us to call the hospital and they can provide the information. States she still has it but just can't find the black thing that came off it. States her head still hurts and has no way to get to the walker to get the serial number. She states she still has the paper from the scooter, it's probasics. States she has had the device for not even 2 months. States she doesn't know anyone that could email pictures, etc. 2. Phone call #2: her caregiver is getting ready to leave (multiple people talking in background). Gave phone to caregiver. States the customer doesn't want to give out the information, birthday, social security, etc. Csr states she doesn't know if she can give any information, she's getting ready to leave, she wrote everything down for her. She asked if we're probasics that she gets her roller things from. (People talking in background, csr on hold). Provided serial # (B)(6). 3. Phone call #3: csr called to see if she has an email address yet, said to call back in another 30 minutes. 4. Phone call #4: said her caregiver took pictures of the numbers we need, said they don't have an email address. Caregiver got on call, she said she does have an email but won't use it. Said she has to make an email for her to send the information. Said they would call back. 5. Phone call #5: voicemail from customer. Said she has the serial number and will arrange to send to us. 6. Phone call #6: (voices in background, nobody speaking to caller). 7. Phone call #7: csr at lunch said she could transfer to voicemail. Said she has the pictures and numbers, wanted to know if she could send them to her. Csr said she saw an email but no pictures were attached to it. She said no email was sent, she was transferred to voicemail. 8. Phone call #8: said that one of the black screws came out of the back wheel on the scooter and she was going backwards and hit the back of her head, her back, and her knee. Csr transferring to correct csr. She wanted to know how it's coming along, if we're paying for this or what. Csr advised process. Csr asked for serial number and pictures, said this would be sent to legal team. 9. Phone call #9: voicemail left by customer. 10. Phone call #10: voicemail left by customer stating she received a walker and it's the wrong kind of walker. She has to stop and sit down and this one has no place to sit down. She needs one heavier and bigger, she needs the one she usually uses. 11. Phone call #11: voicemail left by customer. 12. Phone call #12: states the one she fell with has a seat and a basket. Csr stated a "rollator" and customer said "yea". Csr asking for serial number again. States she can't find it. She states the rollator is black that she fell with. Csr stated if she changes one number in the serial number she provided it comes back to a blue rollator, she said "well it looks black".